Event description:
A transjugular renal biopsy was being performed. The pt's right kidney was seen to be posteromedially displaced on their MRI. Despite aiming where the MRI would suggest a safe biopsy could be performed, the physician suspects the pt's capsule was perforated. At the end of the procedure, physical exam revealed a right flank swelling. Ultrasound showed a heterogenous retroperitoneal mass surrounding the kidney, suspicious for a hemorrhage. An angiogram showed kidney was bleeding. The kidney was embolized, but during the procedure, the pt became severely bradycardiac and hypotensive, and required 5 minutes of CPR and pressors, but regained sinus rhythm. Pt was transferred to eicu and died 2 1/2 hours later despite massive transfusions.